Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy at 31') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced endometriosis ("endometriosis") and adenomyosis ("adenomyosis") and was found to have colon cancer ("colon cancer"). The patient was treated with surgery (full hysterectomy, oophorectomy, colectomy, appendectomy,laparoscopy, hysteroscope and d&c). Essure was removed in (B)(6) 2014. At the time of the report, the medical device removal, endometriosis, adenomyosis and colon cancer outcome was unknown. The reporter considered adenomyosis, colon cancer, endometriosis and medical device removal to be related to essure. The reporter commented: exploratory laparoscopy, hysteroscope and d&c: (B)(6) 2014 full hysterectomy, oophorectomy, colectomy, appendectomy: (B)(6) 2014 chemo port for colon cancer: (B)(6) 2014. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. New event colon cancer was added. Reporter causality comment , insertion date, removal dates, reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy at 31') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced endometriosis ("endometriosis") and adenomyosis ("adenomyosis") and was found to have colon cancer ("colon cancer"). The patient was treated with surgery (full hysterectomy, oophorectomy, colectomy, appendectomy,laparoscopy, hysteroscope and d&c). Essure was removed in (B)(6) 2014. At the time of the report, the medical device removal, endometriosis, adenomyosis and colon cancer outcome was unknown. The reporter considered adenomyosis, colon cancer, endometriosis and medical device removal to be related to essure. The reporter commented: exploratory laparoscopy, hysteroscope and d&c : (B)(6) 2014 full hysterectomy, oophorectomy, colectomy, appendectomy: (B)(6) 2014 chemo port for colon cancer: (B)(6) 2014. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received: reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy at 31') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media-medical device removal. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy at 31') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced endometriosis ("endometriosis") and adenomyosis ("adenomyosis"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, endometriosis and adenomyosis outcome was unknown. The reporter considered adenomyosis, endometriosis and medical device removal to be related to essure. Most recent follow-up information incorporated above includes: on 15-jan-2020: social media: new events: endometriosis and adenomyosis was added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.